Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is receiving various messages on their controller screen. Patient stated seeing a message indicating that their battery was low and needed replacement. Patient also stated receiving messages such as ¿batteries low replace the controller batteries soon¿ and ¿settings not available¿. Patient stated that they were unable to adjust their intensity. Patient noted that, for a few days, they were unable to power up the controller and it won¿t even turn on. Patient mentioned that they spoke with an manufacturing representative about the issue last week, probably last wednesday but they have not heard back since then. Agent had patient reset the controller with ac power supply. Patient confirmed no visible damage to the controller, recharger and battery pack. Agent had patient blow air into the controller charging port and wipe the recharge telemetry module (rtm) pins. Patient confirmed that the controller turned on with steady green light. Agent had patient disconnect the ac power supply from the controller. Patient unlocked the controller and saw ¿battery low [66] recharge your implanted device soon¿ message. Patient pressed ¿ok¿ and then the ¿settings not available¿ message appeared. Patient pressed ¿ok¿. Agent had patient connect the recharger and start the ins recharge session. Patient confirmed that the controller battery was at 100%, but the implant battery was low and not recharging. Agent had patient disconnect and reconnect the recharger. Patient saw the batteries screen, but the implant is still not recharging. Agent had patient disconnect the recharger and reset the controller. Patient saw the batteries screen and confirmed that the implant is still not recharging with the same battery level as mentioned. Patient have groups a, b, and c. Patient switched to different groups and attempted to adjust their intensity, but they saw the ¿settings not available¿ message on all three groups. Agent reviewed information and redirected the patient to their hcp. The issue was not resolved. A request was sent to the repair department to replace the recharger. Additional information was received from a manufacturer representative (rep). Rep reports low impedance or short was observed. Rep reports specific impedance values of 7, 11 > 40,000 and 15: 39230. Rep reports connection check shows red x at 7, 11, 15. Rep reports the patient fell, reporting that the cause is the patient's fall. Rep reports the issue was resolved. Rep reports they will submit any new information as they become aware.

Event description:
Additional information was received from a manufacturer representative (rep). Rep reports high impedance values and mentioned reprogrammed stimulation, no further actions planed at this time and the issue is resolved. The information was confirmed by the physician.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.